Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with the product mandrel and stent protector. The stent was not returned for analysis. The shaft, hypotube, tip, and balloon were microscopically examined. There were stent impressions on the loosely folded balloon indicating that the stent was secure between the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The reported crossing difficulty, could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 16x2.75 rebel stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent was detached from its balloon. The dislodged stent was retrieved from the lesion using a snaring device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 16 x 2.75 rebel stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent was detached from its balloon. The dislodged stent was retrieved from the lesion using a snaring device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.